Event description:
Procedure type: gastric bypass. According to the reporter: the instrument worked correctly, however, after the operation the patient was readmitted because she was experiencing abdominal bleeding. There was no tissue loss or tissue damage. The patient experienced over 500cc of blood loss which required the extended hospital stay. The patient has since been discharged.

Manufacturer narrative:
(B)(4).